Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the surgeon was performing a lap gyn procedure, during the procedure there was an error message on the gen11 ¿please change device¿. The device was then taken out of patient and handed to scrub nurse. Scrub nurse then gave to circulating nurse who was throwing device in bin and noticed part of the blade was missing. Surgeon then checked patient internally and could not find. Bin was emptied and theatre was searched. The missing part could not be found. X rays were then taken however the missing blade was not found